Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias related condition is known potential adverse events per the IFU, and complete heart block is one of the most common cardiac dysrhythmias. Based on the received information, the patient developed complete heart block and was resolved with permanent pacemaker implantation. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the (B)(4) study.

Event description:
Medtronic received information that 2 days post implant of this aortic bioprosthetic valve, the patient experienced complete heart block and was completely dependent on a temporary pacemaker. Seven days post implant of the bioprosthetic valve, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.